Event description:
It was reported that, "the pt was noted to have a deep joint infection of the study knee (left) which occurred post-op. The event was considered serious but no related to the device. The left knee was aspirated in (B)(6) 2011. Ultimately the tibial insert was revised on (B)(6) 2011. The event remains unresolved as of (B)(6) 2011.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the evaluation summary will be submitted in a supplemental report.